Event description:
It was reported that during a rotator cuff repair procedure on the right side, it was discovered that during the preparation of implant site, the suction of an unknown electrode device did not provide adequate visualization while being used together with the 5.5 healix advance peek 3sut w/oc device, an unknown generator device and the 5.5 healix advance kntls peek devices. It was further reported that the device did not function properly nor meet the adequate tissue debridement. During the procedure, the vapr electrodes were in active use between eleven twenty minutes before the issue occurred. There was no delay to the surgical procedure. It was not reported if a spare device available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: e1: the reporter¿s complete address and facility name were not provided. D10: concomitant med products and therapy dates: 5.5 healix advance peek 3sut w/oc device, unknown generator device, 5.5 healix advance kntls peek devices; (B)(6) 2024. D1, d4, g1, g4 (510k), h4: this report is for an unknown electrode device. Part and lot number are unknown. Without the specific part number, the expiration date, UDI number, 510-k number, manufacturing site name, and device manufacture date are unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary: the complaint device is not being returned. It was retained, by the customer. Therefore, unavailable for a physical evaluation. Since, the complaint device was not returned. We cannot determine, a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Given that no lot/serial number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot/serial number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family. As a means of monitoring the extent, with which this complaint is observed in the field.